Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below knee vessel. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications nor injuries were reported.